Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the stapler misfired and did not form staples correctly. There was some bleeding which was controlled with electrocautery. This occurred on a reloading firing. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: batch number, k00z02; cartridge pan in place/condition, yes/good; condition of drivers, yes; lockout tabs on pan condition, fired; and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamps first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands, good; and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the returned cartridge had broken towers, rolled drivers, and a malformed wedge sled. The instrument was returned with a seperation in the handle shroud at the release button, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specification. Each instrument is evaluated during the assembly process to ensure it functions properly.